Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that for the first 2 days after implant, patient said that they had to go to the bathroom constantly. Patient said that the therapy got shut off somehow and wasn't working. Agent asked the patient if they were feeling at least 50% improvement in their symptoms compared to before the implant and patient said yes. Agent reviewed with the patient how to adjust the stimulation settings. Redirect to doctor if issue persists. The patient reported that they had lost therapy benefit and reported an unspecified symptoms.